Manufacturer narrative:
They followed the help screen menu prior to the call and resumed pumping. There is no blood or visible kinks in the helium tubing. Esp person discussed the alarm, possible causes and troubleshooting tips at length and they had no further questions.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had gas loss alarm. There was no harm or injury reported.